Manufacturer narrative:
Based on the limited information available at this time, no definitive conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The patient's attorney alleges unspecified adverse patient outcomes associated with use of device. The medical records provided were limited to the patient's implant op report and implant tracking log only. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following is based on medical records provide by the patient's attorney: on (B)(6) 2014 the patient was diagnosed with stage 2 pelvic organ prolapse, cystocele, rectocele and underwent a robotic-assisted laparoscopic sacrocolpopexy with implant of a bard/davol soft mesh, hemorrhoidectomy and cystoscopy . Per the implant operative report details, "placement of the mesh on both the anterior and the posterior aspect of the vagina with placement of the presacral sutures that were placed along the tail of the mesh which gave good support to the vaginal apex." The patient's attorney alleges unspecified adverse patient outcomes associated with use of device.